Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 4.8, lab: 15. Patient was given vitamin k.

Manufacturer narrative:
Investigation pending.